Event description:
It was reported that pump experienced malfunction with displayed malfunction code, but no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump before contacting support, malfunction did not recur after reset, and technical support advised customer to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.